Event description:
During an endoscopic cholecystectomy, physician realized that he could no longer see or use end (tip) of diamond tip electrode. Staff were uncertain whether the insulation loosened and migrated up to cover tip or the tip broke off.